Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose ranged from 158-159 mg/dl. Customer continued to use the pump for insulin therapy.